Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's ivc filter retrieval procedure, the wire broke off at the hub. The facility had not been working on the filter retrieval for very long and captured the broken off wire with another manufacturer's snare. The procedure was completed and the filter was retrieved. There was no harm to the patient. There were no metallic remnants left inside the patient. The patient did not require any additional procedures due to this occurrence.